Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's reported error code. The main printed circuit board (pcb) was replaced to correct the issue. The unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that an error code 1 occurred intermittently during an unknown procedure. The case was completed with electrocautery. No pt consequence occurred.